Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found the reported phenomena and a thing that the forceps elevator did not work due to cutting forceps elevator wires. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility those phenomena were attributed to following causes; the dirt inside the light guide lens the watertight adhesive part between the control body and the light guide lens has peeled off slightly, and dirt has entered the inside of the lens through the gap. Some forceps elevator wires cutting the metal fatigue caused by repeated use if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair of the subject device at olympus (B)(4), it was found the dirt inside the light guide lens and the some forceps elevator wires of this subject device were cut completely and raised. There was no patient injury associated with this report.